Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a exploratory laparoscopy procedure, the device difficult to remove. After the procedure when the device was removed there was scalpel burn on the patient's thigh. The burn was treated by using a cavilon cream. A generator was used with the power or 30v and they were using blend.